Manufacturer narrative:
Device passed all functional tests including displacement, and self tests. No stuck buttons or keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported insulin pump had button error and customer had not pushed button. The customer state that it happened 6 times the last couple of weeks. The customer¿s blood glucose was 206 mg/dl at the time of incident. The insulin pump will be returned for analysis.